Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, report source (other) (g2), in section g - all manufactures, and related report number (h10), in section h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was pericardial effusion occurred. It was reported that versacross access solution selected for use. During the atrial fibrillation/typical atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis. The versacross rf wire was used along with a non-boston scientific sheath to gain transseptal access. The transseptal access was successful and the left atrium was mapped with an non-boston scientific mapping catheter. When mapping the right veins, transseptal access was lost. Transseptal access was attempted again, but the wire advanced posteriorly into the left atrium and into the descending aorta, resulting in a pericardial effusion which was seen on ice. The issue was recognized quickly, the hole was not dilated any further, and a pericardiocentesis was performed to stabilize the patient. Eventually, the wire was withdrawn after heparin reversal was complete. After the versacross access pigtail wire was removed, a bend was noted. The effusion was caused by the versacross wire exiting the posterior wall of the left atrium and into the descending aorta. The device is not expected to be returned for analysis. Abbott ref. Per-2025-0116640 medwatch: ref. Mw5177499

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field initial reporter email (e1), in section e - initial reporter. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem and related report number (h10), in section h - device manufacturers only.

Event description:
It was pericardial effusion occurred. It was reported that versacross access solution selected for use. During the atrial fibrillation/typical atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis. The versacross rf wire was used along with a non-boston scientific sheath to gain transseptal access. The transseptal access was successful and the left atrium was mapped with an non-boston scientific mapping catheter. When mapping the right veins, transseptal access was lost. Transseptal access was attempted again, but the wire advanced posteriorly into the left atrium and into the descending aorta, resulting in a pericardial effusion which was seen on ice. The issue was recognized quickly, the hole was not dilated any further, and a pericardiocentesis was performed to stabilize the patient. Eventually, the wire was withdrawn after heparin reversal was complete. After the versacross access pigtail wire was removed, a bend was noted. The effusion was caused by the versacross wire exiting the posterior wall of the left atrium and into the descending aorta. The device is not expected to be returned for analysis. Abbott ref. (B)(4).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was pericardial effusion occurred. It was reported that versacross access solution selected for use. During the atrial fibrillation/typical atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis. The versacross rf wire was used along with a non-boston scientific sheath to gain transseptal access. The transseptal access was successful and the left atrium was mapped with an non-boston scientific mapping catheter. When mapping the right veins, transseptal access was lost. Transseptal access was attempted again, but the wire advanced posteriorly into the left atrium and into the descending aorta, resulting in a pericardial effusion which was seen on ice. The issue was recognized quickly, the hole was not dilated any further, and a pericardiocentesis was performed to stabilize the patient. Eventually, the wire was withdrawn after heparin reversal was complete. After the versacross access pigtail wire was removed, a bend was noted. The effusion was caused by the versacross wire exiting the posterior wall of the left atrium and into the descending aorta. The device is not expected to be returned for analysis.